Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and from a consumer regarding the patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported that the patient was in pain and sore from the implant procedure. The healthcare professional told them the patient was healing just fine. The ins was placed in a weird spot between the patient¿s hip and back, and it was difficult for the patient to reach. The patient could not charge the ins. Additional information was received from the consumer. It was reported that the consumer was able to charge the implant for the patient just fine, but the patient did not do it himself. The belt did not hold the antenna in place well. Adhesive discs were ordered.